Manufacturer narrative:
A steris service technician arrived on-site to inspect the sterilizer and loading car. No issues were identified, and no repairs or adjustments were made. The sterilizer and loading car were returned to service. The technician further discussed the reported injury with user facility personnel who disclosed that while removing the loading car from the sterilizer, the loading car went off its track. The employee lifted the loading car back onto the track, at which point he felt a "pop" in his forearm. He then visited employee healthcare; however, no treatment was administered. The employee returned to work the same day. The loading car came off the track as the transfer carriage being used to remove the loading car from the sterilizer was not properly aligned with the sterilizer by the user facility employee. While on-site the technician counseled user facility personnel on the proper use and operation of the sterilizer and loading car, with focus on loading and unloading practices. The operator manual states (pp.1-1), "get help if loading car becomes stuck or difficult to move. Do not attempt to lift a loading car without assistance." No additional issues have been reported.

Event description:
The user facility reported an employee was injured while removing a loading car from their sterilizer.